Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll barrel was cracked. The following information was provided by the initial reporter: crack in syringe barrel in the middle of the barrell of the syringe between the 30-40ml markings the barrel is damaged/cracked causing leakage. In the afternoon around 2.30pm she used a syringe and noticed leaking and the cracked barrel.